Event description:
It was reported that this right ventricular (rv) lead was fractured and the patient was pacer dependent. While the patient was getting dialysis they observed her heart rate in the 40's and sent her to the emergency room. It was determined that the patient had noise that was being oversensed causing pacing inhibition. The impedance had also risen from 900 to 1700 ohms. The device was programmed to doo, where they observed capture. The plan was to revise the lead, however remained in service at this time. The device system remains in-service. No adverse patient effects were reported.